Event description:
The hcp reported following a pump replacement, the pt was still experiencing decreased relief. The hcp felt the pt had developed a tolerance to the morphine used in the pump. A trial was performed using baclofen. The pt responded well to baclofen via lumbar puncture, however, did not get a response from a pump bolus of baclofen. The pt was taken to the or and the catheter was replaced due to a microtear. The pt responded well with good spasticity control post catheter replacement. The hcp reports the pt recovered without sequela and is controlled on a low, it dose of baclofen (150 mcg/day). See MFR report #6000030200703531.